Manufacturer narrative:
A company service representative examined the system. There was bss noted in the hub roller and under the fluidics module. The representative removed the fluidics module and cleaned the sensors and pinchers. It was also noted that the four tabs of the pump were blocked. The system was then tested and met all product specifications. The surgeon was able to use the system for the last case of the day. (B)(4).

Event description:
A customer reported receiving a system message during a procedure. The event occurred at the end of the procedure when the cassette was being purged. The operator switched off the system and tried to reboot it for the next patient without any success. Additional information was received noting a second system was brought in for the remaining cases of the day. No patient injury was reported.